Manufacturer narrative:
He device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the cystro-nephro videoscope exhibited that the c-body detached. There was no patient involvement